Event description:
Adverse event reported while device was in use: it was reported that a pt went into a respiratory arrest while receiving intravenous pain mgmt therapy. The pump was programmed to infuse morphine 1.0mg/ml in the pca only mode at 2.0mg with a 7 min lockout. The morning of the event "the pt was up at 0700 hrs, complaining of pain and was instructed to "push the button". The pt rated her pain at 3-4 on the 0-10 pain scale. Throughout the morning, the pt appeared comfortable and had been requesting pca doses as needed." At 1120, the pt was found unresponsive and narcan 0.4mg ivp was administered. The pt's respiratory status was quickly restored. The pt was transferred to the ICU for observation. The physician had ordered the morphine drip to be resumed, but the pt refused and was started on (unspecified) oral pain medications. The pt remained in the ICU without further event and was transferred back to the neuro/ortho unit and discharged to home that afternoon. The customer contact states "it does not add up. Co learned after the event that the pt had a history of an anaphylatic reaction to elavil several yrs ago." Though requested, no further info was available.